Event description:
Allegedly, patient was revised due to stiffness. Components not revised: advance ii cocr tibia base nonporous sz 5 standard product ID: ktccnp50 lot ID: 087465508. Advance onlay all poly patella 38mm tripeg product ID: kpontp38 product ID: 046332811. Revision njr number: 1058353. Side: r. Primary asa: p3 - incapacitating systemic disease.